Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection was completed by the manufacturer. The manufacturer found normal wear and tear with brown and yellow dust or dirt and fibrous contaminates on top and bottom enclosure surfaces as well as in most of the cracks and crevasses. The manufacturer also found minor beige dust dirt contaminate in and around the filter inlet area and canal, brown and dark fiber contaminate around the outside of the outlet port. An internal visual inspection was completed by the manufacturer. The manufacturer found a very light amount of beige dust dirt contaminate on the pca, in the chimney of the blower box, on the top of the blower box housing, inner walls, and on the top and bottom of the blower. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was hooked up to power supply, airflow was verified and the device operated properly. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer also confirmed contaminates located in this investigation were sourced from external environmental conditions. The correct b5 should have been as follow: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused headache and breathing difficulty. The patient also alleged visualization black particles. There was no report of serious or permanent patient harm or injury.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.